Manufacturer narrative:
The customer¿s meter was requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a display issue with accu-chek inform ii meter serial number (B)(4). The display issue complained about could cause results to be misinterpreted. The customer stated that the entire display is very dim and dark which makes it difficult to interpret test results. The meter's battery is charged and the meter was reset but the issue persists. The customer tried to adjust the contrast but it did nothing to change the issue. There were no incidents of misinterpreted results.